Manufacturer narrative:
The patient was also the initial reporter, so personal information was not entered.

Event description:
The customer had gone out to eat breakfast. After returning home he did not feel well and was tired. At 9:05 am he ran a blood test on the contour next ez with a reading of 281 mg/dl. He did not adjust diet or medication based on this reading and just went to lay down. After a few hours of sleeping he woke up and took a blood test at 2:33 pm. The reading was 154 mg/dl, so he thought he was fine but later fainted. His sister called an ambulance and the customer later woke up in the hospital. The customer could not provide any readings taken by ambulance or hospital personnel. He could only speculate his blood glucose must have been approximately 30 mg/dl. While in the hospital he was given dextrose IV, stabilized, and then sent home. The customer admittedly never washes or cleans his hands prior to testing, and transfers his strips to a different vial. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.